Event description:
On (B)(6) 2022, it was reported by a patient via email that a he under went a flexor digitorum longus tendon transfers procedure back in (B)(6) of 2021. To the patients knowledge, fiberwires were implanted as part of the procedure and post operation, patient has been experiencing bullae formation on his toes. No further information has been given.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.